Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had fluid remaining when infusion complete was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device a ¿good amount¿ of the drug left in the IV bag at the end of a secondary infusion. It was reprogrammed the infusion to administer the remaining medication. This was reported to bd representatives during site visit. There was patient involvement, but no harm.

Event description:
It was reported that the device a ¿good amount¿ of the drug left in the IV bag at the end of a secondary infusion. It was reprogrammed the infusion to administer the remaining medication. This was reported to bd representatives during site visit. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.